Manufacturer narrative:
The cause for the (B)(6) advia centaur xpt anti-hbs2 (ahbs2) result is being investigated by siemens. The instruction for use (IFU) states under the limitation section states the following: "assay performance characteristics have not been established when the advia centaur anti-hbs2 assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers." MDR 1219913-2018-00078 was filed for a (B)(6) elevated repeat result on another advia centaur xpt system.

Event description:
A (B)(6) advia centaur xpt anti-hbs2 (ahbs2) result was obtained on a patient sample and considered (B)(6) when compared two alternate (B)(6) test methods. The customer performed repeat testing on another advia centaur xpt system and the result was (B)(6). The patient sample was tested at another laboratory site on two alternate test methods and the (B)(6) results were (B)(6). The (B)(6) advia centaur xpt result was not reported to the provider. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) advia centaur xpt ahbs2 result. MDR 1219913-2018-00078 was filed for a falsely elevated repeat result on another advia centaur xpt system.

Manufacturer narrative:
Siemens filed MDR on 02/20/2018 for a false positive advia centaur xpt anti-hbs2 (ahbs2) initial result obtained on a patient sample. 03/19/2018 additional information: the returned patient sample was evaluated by siemens. The sample was run on an advia centaur xpt system for anti-hbs2 with two reagent lots. The results were positive and similar to what the customer had observed. The customer originally had observed negative hbsag biomarker results when tested on the advia centaur xpt system, and alternate test methods indicating no current hbv infection. Due to insufficient sample volume, hbv panel testing could not be performed by siemens with the returned patient sample. Based on the information provided and insufficient sample volume, the cause for the false positive anti-hbs2 result is unknown. Siemens advia centaur xpt anti-hbs2 returned sample results: reagent lot result 119082, 268.37 miu/ml. 119084, 281.44 miu/ml . The instruction for use (IFU) under the limitation sections states the following: "to determine if the anti-hbs response is due to vaccine or hbv infection, a total anti-hbc assay may be performed." "Assay performance characteristics have not been established when the advia centaur anti-hbs2 assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." The instrument is performing within specification, no further evaluation of the device is required. MDR 1219913-2018-00078 was filed for the same patient and a falsely elevated repeat result on another advia centaur xpt system. MDR 1219913-2018-00078 supplemental report 1 was filed for additional information.